Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last six months. In (B)(6) 2021, the estimated battery longevity was at 8.5 years and now the estimated battery longevity is at 4.5 years. No data was provided for review. Boston scientific technical services consultant indicated that there could be multiple factors causing the increase in power consumption. No further information is available at this time. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.